Manufacturer narrative:
Transmedics acknowledges the submission of medwatch report mw5166548 to the FDA by the user that references this same event. Upon reviewing the report, transmedics has identified the following inaccuracies: the company name is incorrectly stated. The report indicates that the impacted system is the ocs heart; however, this is incorrect. The report pertains to the ocs liver system.

Event description:
During the flight from the donor to the recipient hospital, the perfusion module lost communications to the console and was no longer being recognized. This did not affect the blood supply to the organ - blood supply was maintained. There was loss of pressure readings and inability to maintain the perfusate temperature. Troubleshooting ensued to try to restore communications, but were unsuccessful, resulting in the termination of the case and the liver not being transplanted. Investigation summary: investigation confirmed that the perfusion module could not be recognized by a console. The issue was replicated with the returned unit and traced to a faulty amplifier chip on the front-end board of the perfusion module. This chip amplifies ir signals for proper interpretation by other components. Further investigation of the chip is being performed with the OEM to identify the cause of this failure.